Event description:
It was reported patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. The patients medications were adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.